Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed with only the tip section of the lead returned. The extracting stylet was stuck in the returned portion. There was evidence of induced damage from the explant procedure. Resistance testing was completed to assess the lead electrical performance. Measurement through these tests showed an open condition due to the lead being severed. An x-ray was performed on the lead segment and there was no evidence of lead fracture. Analysis determined that there were no anomalies on the returned lead segment observed other than the induced damage from the explant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, decreased detection of lead parameters on the right ventricular (rv) lead was observed. As a result, the rv lead was explanted. No additional adverse patient effects were reported.